Event description:
Reporter stated that a patient experienced hypoglycemia coincident with extraneal therapy ( a labeled interferent for the test strips). Patient was reportedly admitted to the facility in 2009 (reason for admission was not provided). While hospitalized, the following blood glucose results were reportedly obtained: same day at 10:06 am - 118 mg/dl (laboratory instrument); at 5:14 pm - patient given detemir insulin (amount not provided); at 5:42 pm - 249 mg/dl (unspecified device); at 6:06 pm - patient given 6 units insulin aspart; at 9:06 pm - 310 mg/dl (unspecified device); at 10:53 pm - patient given 3 units insulin aspart; the next day at 12:25 am - 212 mg/dl (laboratory instrument); at 8:12 am - 289 mg/dl (unspecified point of care instrument); at 8:40 am - given detemir insulin (amount not provided); at 8:46 am - given insulin aspart (amount not provided); at 10:51 am - 145 mg/dl (inform system 2); at 11:50 am - 145 mg/dl (inform system 3). Reporter stated that, at this time, patient reportedly began feeling unwell and subsequently lost consciousness. Patient was reported to be on tight glycemic control, and due to results obtained on the inform systems, no treatment was administered, at 12:17 pm - 31 mg/dl (blood gas instrument); at 12:24 pm - 133 mg/dl (inform system 3); at 2:07 pm - 131 mg/dl (inform system 3); at 2:25 pm - 29 mg/dl (blood gas instrument); at 3:10 pm - 35 mg/dl (laboratory instrument); at 3:12 pm - 125 mg/dl (inform system 3); at 3:16 pm - 131 mg/dl (inform system 2); at 3:45 pm - 31 mg/dl (blood gas instrument). Patient was reportedly transferred to the facility's intensive care unit, at 4:26 pm - 155 mg/dl (inform system 1); at 4:45 pm - 66 (laboratory instrument); at 6:00 pm - 184 mg/dl (inform system 1); at 6:15 pm - 100 mg/dl (laboratory instrument). Reporter noted that patient had discontinued extraneal therapy two days prior,. While hospitalized, patient's dialysate was changed to dianeal. No additional information about treatment received, while hospitalized, or patient's current condition was provided. The manufacturer requested the return of the suspect products for evaluation.

Manufacturer narrative:
This medwatch is for inform system 2.